Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.